Manufacturer narrative:
Investigation summary : two photos of a 30g x 5mm safety pen needle were returned from an unknown lot. No., cat. No. 329608. Visual examination of the returned photos was carried out and a bent cannula attached to an insulin pen was observed along with an open and activated sample. No DHR review can be carried out as lot number is unknown. Based on the photos returned and the fact no physical sample was returned for investigation it is not possible to determine root cause.

Event description:
It was reported that the bd autoshield¿ duo needle safety shield failed. The following information was provided by the initial reporter, translated from german to english: after the colleague pulled off the needle, a sharp point remained as visible in the picture.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd autoshield¿ duo needle safety shield failed. The following information was provided by the initial reporter, translated from german to english: after the colleague pulled off the needle, a sharp point remained as visible in the picture.